Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called requesting a summary of all patient information from bed 428 on (B)(6) from 15:54 to 20:00. Customer interest in the information was with regard to alarms and user handling of alarms. Per communications with the field service engineer, the customer would not provide information regarding patient involvement.

Event description:
The customer called requesting a summary of all patient information from bed 428 on (B)(6) 2018 from 15:54 to 20:00. Customer interest in the information was with regard to alarms and user handling of alarms. Per communications with the field service engineer, the customer would not provide information regarding patient involvement. The patient died.

Manufacturer narrative:
Philips cannot rule out a malfunction of the device. A philips complaint investigator attempted to obtain further information on this case, however, no further information was provided. No parts have been ordered and no repair was found to be initiated. We will consider that the device remains in use at the customer site, as no subsequent calls have been logged from this customer for this device/issue. No further investigation or action is warranted at this time. Should additional information become available, this report will be reopened for an investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.